Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Threaded impactor extractor broke inside stem.

Manufacturer narrative:
An event regarding crack/fracture involving a mcreynolds adaptor was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition. The threaded tip broke from the device at the first thread. A portion of the threaded tip that fractured was not returned for inspection. Material analysis engineer indicated: "device broke in overload. Damages indicated threaded end was not fully seated causing the device to break in bending overload. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: there is no indication that patient factors contributed to the reported event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that threaded impactor extractor broke inside stem. A visual inspection of the returned device confirmed that the device was returned in used condition. The threaded tip broke from the device at the first thread. A portion of the threaded tip that fractured was not returned for inspection. Furthermore, material analysis engineer stated that the device broke in overload. Damages indicated threaded end was not fully seated causing the device to break in bending overload. No material or manufacturing defects were observed on the surfaces examined.

Event description:
Threaded impactor extractor broke inside stem.